Event description:
It was reported, "this event reports a revision of 1st revision implants. The patient has been paralyzed for approximately 25 years and had a standard hip put in as primary. The doctor's did not think it would hold because of the lack of musculature, but had to try a standard hip first. The primary did not hold and a constrained hip was implanted. The patient dislocated again and another constrained liner was implanted. The latest hip has been dislocated since the day after his 2nd revision surgery and he and his surgeons are trying to find hip devices that will hold in his hip with his current medical conditions. The patient has had 3 total surgeries including the primary and his current dislocation."

Manufacturer narrative:
The reported event was not related to a stryker product. No further investigation required.

Event description:
It was reported, "this event reports a revision of 1st revision implants. The patient has been paralyzed for approximately 25 years and had a standard hip put in as primary. The doctor's did not think it would hold because of the lack of musculature but had to try a standard hip first. The primary did not hold and a constrained hip was implanted. The patient dislocated again and another constrained liner was implanted. The latest hip has been dislocated since the day after his 2nd revision surgery and he and his surgeons are trying to find hip devices that will hold in his hip with his current medical conditions. The patient has had 3 total surgeries including the primary and his current dislocation."

Manufacturer narrative:
An event regarding off label use involving a trident 0 deg constrained insert 28f was reported. Conclusions: the reported event is regarding instability after revision of a stryker and a competitor's construct. A review of the packaging insert, q4357 rev d, indicated the following: do not substitute another manufacturer¿s device for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported, "this event reports a revision of 1st revision implants. The patient has been paralyzed for approximately 25 years and had a standard hip put in as primary. The doctor's did not think it would hold because of the lack of musculature but had to try a standard hip first. The primary did not hold and a constrained hip was implanted. The patient dislocated again and another constrained liner was implanted. The latest hip has been dislocated since the day after his 2nd revision surgery and he and his surgeons are trying to find hip devices that will hold in his hip with his current medical conditions. The patient has had 3 total surgeries including the primary and his current dislocation."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not retained.

Manufacturer narrative:
An event regarding off label use involving a trident 0 deg constrained insert 28f was reported. Conclusions: the reported event is regarding instability after revision of a stryker and a competitor's construct. A review of the packaging insert indicated the following: do not substitute another manufacturer¿s device for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported, "this event reports a revision of 1st revision implants. The patient has been paralyzed for approximately 25 years and had a standard hip put in as primary. The doctor's did not think it would hold because of the lack of musculature but had to try a standard hip first. The primary did not hold and a constrained hip was implanted. The patient dislocated again and another constrained liner was implanted. The latest hip has been dislocated since the day after his 2nd revision surgery and he and his surgeons are trying to find hip devices that will hold in his hip with his current medical conditions. The patient has had 3 total surgeries including the primary and his current dislocation."